Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump has a blank display and is cracked above the up arrow key. Customer's blood glucose was unknown at the time of incident. Customer was able to clear alarm but the pump alarmed motor error again. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with high idle current due to corroded electronic assembly. No blank display noted during our testing. However, the insulin pump passed off no power test, self-test, a21 error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump had cracked case on the display window corners, minor scratched lcd window, cracked lcd window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.